Event description:
It was reported that this right ventricular (rv) lead exhibited high-pacing threshold measurements and was found to be dislodged. A revision procedure was performed and it was noted that this rv lead was placed on the left bundle branch area pacing. The rv lead was explanted and replaced. No additional adverse patient effects were reported.